Manufacturer narrative:
This supplemental report is to correct the initial MDR. Fracture code was missing in initial MDR.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for a normal device check. Upon interrogation, the right ventricular lead exhibited intermittent capture and increase in threshold. Chest x-ray showed a distal fracture in the lead. The lead was capped and replaced on (B)(6) 2017. The patient was in stable condition post procedure.

Event description:
New information notes that the lead revision was due to intermittently high impedance.